Event description:
Customer's grandmother reported via phone, the insulin pump froze up and is unable to rewind the device. Customer's blood glucose was over 600 mg/dl, treated with insulin shots. The buttons on the device are not responding. Customer's grandmother wasn't sure what the issue was with the buttons, however the light button wasn't responding and the act button as well. Customer would have to press the buttons multiple times in order for them to respond, issue has been reoccurring for a month now. Customer's mother reported the customer was hospitalized on (B)(6) for high blood glucose. Customer's grandmother didn't recall any significant events which may have caused the keypad issue. Customer's grandmother was advised to discontinue use of the device and revert to back up plan. Customer's grandmother didn't have the serial number.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2015-22256.